Manufacturer narrative:
A product history record (phr) review of lot 18454458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) turned black prematurely, and the device became dislodged at the end of the procedure. Manual compression was initiated. No patient injury was reported. The device was being used for endovascular treatment (evt) of the superficial femoral artery (sfa) via a contralateral approach. Additional event details were requested; however, could not be obtained. The device was not returned for evaluation as anticipated.

Manufacturer narrative:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) turned black prematurely, and the device became dislodged at the end of the procedure. Manual compression was initiated. No patient injury was reported. The device was being used for endovascular treatment (evt) of the superficial femoral artery (sfa) via a contralateral approach. Additional event details were requested; however, could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454458 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window incorrect indication¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.